Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed the balloon was missing in this catheter. We did not observe any stretching of the catheter lumen. The total length of the catheter was measured to be the specification. Based on our investigation, it is possible that the balloon was not tied sufficiently to the catheter shaft. It is also possible that some anatomical (calcification or stenosis in the lesion area) or procedural factors (use of excessive force to remove the thrombus) may have contributed to the balloon failure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. We have sent a list of follow-up questions to the hospital. We are waiting to receive answers to those questions. Based on the information provided by the user, there was no harm to the patient as a result of this incident. The remaining procedure was completed using another lemaitre over-the-wire embolectomy catheter.

Event description:
The balloon of the lemaitre over-the-wire embolectomy catheter ruptured during an embolectomy procedure. There was no harm to the patient as the result of this incident. Surgeon used another over-the-wire embolectomy catheter to complete the procedure.